Event description:
It was reported that the tubing of a large volume intermate was cracked at the distal end. This was noted when the device was being ¿manipulated¿ by a nurse. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 28, 2013 to september 30, 2013. Evaluation summary: the device was received for evaluation. Visual inspection of the unit revealed that the tubing had broken/cracked off from the distal luer lock. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.